Event description:
Found during routine testing. The customer reported that the device could be charged and deliver shocks at low energy levels, but over 100 joules it would not reach a complete charge to the selected energy levels. There was no pt associated with the report.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported problem. Physio replaced the high energy transfer relay and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced transfer relay and determine that root cause for the reported event were worn relay contacts.